Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's right atrial lead was sensing noise. The clinic elected to continue to monitor the lead. The patient experienced no symptoms related to this event.